Manufacturer narrative:
A1: patient identifier: not available due to hospital policy. A2: age & date of birth: not available due to hospital policy. A3: patient sex: not available due to hospital policy. A4: weight: not available due to hospital policy. A5: ethnicity: not available due to hospital policy. A6: race: not available due to hospital policy. D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown lot number. D4: UDI: unknown due to unknown lot number. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: cath lab educator. H4: device manufacture date: unknown due to unknown lot number. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not available for return; therefore, an evaluation of the actual device will not be conducted. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the tr band syringe broke. They went to the lab to get another package to get the syringe to continue deflation of the device. There were no issues to the patient. The patient was stable, and the procedure was a success. Additional information was received on 19 jun 2023: the syringe broke during air removal.

Manufacturer narrative:
This report is being sent as follow-up # 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted, however, a photo of the actual device was provided. The complaint can be confirmed for inflator tip damage because the photo provided by the account shows the inflator tip fractured from the inflator. Without a sample, the exact root cause cannot be determined. It is possible the inflator tip was damaged during use and fractured off the inflator. Review of the device history record (DHR) cannot be completed due to the unknown lot number. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).